Manufacturer narrative:
(B)(6). Concomitant medical product: unknown natural femoral component, cat#: unknown lot#: unknown, unknown natural tibial component, cat#: unknown lot#: unknown, unknown natural patella, cat#: unknown lot#: unknown. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported that an inquiry was made for product identification for an upcoming revision for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The complaint sample could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number is unknown. A review of the complaint history could not be performed as the part and lot number are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.